Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that this device exhibited high impedance, oversensing and noise. Subsequently, the patient underwent a replacement procedure. Additionally, during the procedure, it was noted that there was issues with the header's connectors. Another device was successfully replaced. No additional adverse patient effects were reported. The device was subsequently received for analysis.

Event description:
It was reported that this device exhibited high impedance, oversensing and noise. Subsequently, the patient underwent a replacement procedure. Additionally, during the procedure, it was noted that there was issues with the header's connectors. Another device was successfully replaced. No additional adverse patient effects were reported. At this time, the product has been returned, investigation will be performed and this report will be updated.